Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an alert for atrial arrhythmia burden. Technical services reviewed the available electrograms, and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing and undersensing of the p-wave. Technical services provided reprogramming recommendations. At this time, this device remains in service and there was no adverse patient effects reported.